Manufacturer narrative:
It was reported that multiple shutdowns occurred during surgery. Analysis of data logs determined that 4 communication errors were detected instead of the 3 described in the complaint description. The first one is due to an excessive force applied on the robot arm. The second communication error was likely due to a collision (not described in the complaint description) which is considered as use error. The third one was due to a shared memory issue between rosanna_brain and mario_win and the root cause of the fourth communication error could not be determined.

Event description:
3 shut downs occurred on the device br18057 : for the first one the surgeon pulled the arm too far, the arm got locked and the robot had to be restart. For the second one, the arm was in axial slow and on target and the robot had to be restart. For the third one, the arm was on free and fast (retreating) and robot displayed failure to communicate error. The robot had to be restart. The issue occurred intra-operatively, during seeg procedure. Incisions were made. These issues delayed the case by about 20 minutes

Manufacturer narrative:
This follow up report corrects the UDI number provided in section h10 of the initial report. UDI# : (B)(6).

Event description:
3 shut downs occurred on the device br18057 : for the first one the surgeon pulled the arm too far, the arm got locked and the robot had to be restart. For the second one, the arm was in axial slow and on target and the robot had to be restart. For the third one, the arm was on free and fast (retreating) and robot displayed failure to communicate error. The robot had to be restart. The issue occurred intra-operatively, during seeg procedure. Incisions were made. These issues delayed the case by about 20 minutes

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
3 shut downs occurred on the device (B)(4): for the first one the surgeon pulled the arm too far, the arm got locked and the robot had to be restart. For the second one, the arm was in axial slow and on target and the robot had to be restart. For the third one, the arm was on free and fast (retreating) and robot displayed failure to communicate error. The robot had to be restart. The issue occurred intra-operatively, during seeg procedure. Incisions were made. These issues delayed the case by about 20 minutes.